Event description:
It was reported, the patient presented in clinic due to phrenic nerve stimulation. Upon interrogation, a loss of capture was observed on the right atrial (ra) lead. Diagnostic imaging was performed and a dislodgement was observed. Reprogramming was performed until a lead repositioning can be performed. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the ra lead was explanted and replaced to resolve the event. The patient was stable.